Event description:
During a carcinoma of cardia procedure, after firing and releasing the handle piece, the doctor found the anastomosis stoma not complete. After test, only found a few staples around it and not shaped. No pt consequence. Change to hand sewing, extend or time more than one hour.